Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air in the blood circuit. The user guide includes appropriate instructions for setting up the cartridge and resolving alarms including manual air recovery. Facility staff has performed add'l training. This report is considered closed. No add'l info will be provided.

Event description:
At the start of a routine hemodialysis treatment, a venous air alarm occurred and was not able to be resolved. Air had entered the blood circuit when the operator primed the saline line w/o stopping the blood pump first. Treatment was discontinued w/o return of the pt's blood due to air in the blood circuit resulting in an estimated blood loss of 190cc. Hb from (B)(6) 2011 was 11.8 g/dl and on (B)(6) 2011 was 9.0 g/dl. Pt's epogen dose was increased from 10,000 units/week to 20,000 units and pt prescribed 300mg venofer per week for three weeks. No add'l medical intervention reported.